Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing disconnections. The tubing sets were being used with power injectors to deliver unspecified contrast media at a pressure of 300psi during CT scans. The tubing sets were directly connected to the patients' catheters. After unspecified lengths of time in use, the tubing sets disconnected and leaked contrast onto the patients. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not returned since this is a know issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power infectors. The reporter was contacted and info on reprocessing of the devices were requested; however, the info was not obtained.